Manufacturer narrative:
The soft components of the housing/buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. Due to the moisture the pump can freeze at bolus screen. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the patient was in the hospital with diabetic ketoacidosis. Her blood glucose level was hi (over 600 mg/dl). She stated that her infusion device was stuck on the bolus screen and she did not think the device was delivering her bolus. She was removed from the infusion device and treated with potassium and insulin. The infusion device was replaced and was requested to be returned for product

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.